Event description:
It was reported that after an initial eclipse surgery in (B)(6) 2013 a revision surgery of the pegged glenoid was necessary in (B)(6) 2021 due to glenoid loosening. No further information received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
Update dw 20-aug-2024: further information was made available that the loosened glenoid was identified via an arthroscopy in (B)(6) 2020. It was further reported that in (B)(6) 2020 the glenoid component was removed at this time. A second revision surgery to change the prosthesis to an reverse prosthesis was then performed on (B)(6) 2021 in the (B)(6).